Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the tibial articular surface provisional is cracked and worn. This is not related to a procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp confirmed that the instrument has fractured from the medial anterior notch across the front of the post and down the lateral side of the post. The returned provisional exhibits signs of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.